Manufacturer narrative:
Final analysis found clavicular crush damage noted at 30.0cm to 30.6cm from the connector pin.

Event description:
It was reported that the atrial lead exhibited increase in impedance. The lead was clinically resolved by reprogram. The lead remained implanted.

Event description:
New information notes the lead was explanted on (B)(6) 2013.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.